Event description:
The reporter stated that the surgeon inserted a aq2003v 3 piece silicone lens. The lens tore during insertion into the eye. The incision wa enlarged to remove the lens and required a suture to close the wound. The cause of the lens tearing was unknown.